Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and fail- sensor wire is missing the problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The reported event of detached/missing sensor wires was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the upper buttocks on (B)(6) 2017. Patient's mother reported that after insertion, the patient never received values and did not allege that the wire was retained. No additional event or patient information is available. Product was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.